Event description:
Consumer called to report her meter is not reading accurately. Seem to be inconsistent. Analysis run on clark error grid using mean avg. Readings (239) as reference point vs. Bd readings (406, 206, 185, 158) yielded some data points in the c range of the grid, outside acceptable limits.